Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the left breast. Patient reported the skin was red and raw. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse applied a gauze over the irritation. Follow up indicated that the rash was getting better on its own.